Event description:
The customer reported that the disk on the unit was defective. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the disk on the sys. The sys operates as intended.